Event description:
It was clarified the replacement for battery is scheduled, not taken, and the issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) reported having some breakthrough pain ,significant burning pain in the right leg. Spinal cord stimulator (scs) had been damaged hoping for replacement. The scs charger was also reported to have been damaged. On 2022-11-15 clarified charger damaged and not scs, and burning pain occurred on (B)(6) 2022, event was already marked as this date. On 2023-feb-03 resolved without sequelae (B)(6) 2022. On 2024-06-30 it was reported that the recharger component the event was with was recharger application (contradictory information as the time this information was initially reported this application was not out/could not have been involved w/ this event; also, records show patient had a restore device they were using which is not compatible w/ this application). On (B)(6) 2024 the patient has not received the recharger replacement, but patient has an intrathecal pump in place. The study site was inquired as to if the pump was put in place in response to this event. On 2024-jul-25 it was reported the battery was not functioning as of (B)(6) 2024 and the patient is scheduled for a replacement. Therapy has been suspended. The issue is ongoing. On 2024-aug-09 it was reported the replacement has been done. Therapy was suspended since (B)(6) 2022. Patient is still having ins.